Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's blood glucose reading was 432 mg/dl. Caller stated that the customer's insulin pump was alarming no delivery and was not delivering the correct amount of insulin. Caller stated that it was moisture on the infusion set tubing connector. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.